Event description:
The index procedure was prompted by stable angina. During the index procedure, a resolute integrity drug eluting stent was implanted in the circumflex. Approximately 34 months post the index procedure the patient suffered stroke and expired 6 days later. The investigator assessed the death as non-sudden, non-cardiac and is not related to study device, procedure or therapy, but assessed that the stroke is related to the therapy.

Manufacturer narrative:
The patient also had a medical history of renal insufficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported stroke was treated with ventricular drainage. If information is provided in the future, a supplemental report will be issued.